Event description:
It was reported that helix of a implantable pacing lead would not deploy properly. Multiple attempts were made to extend the helix, and using more turns than normal the helix would suddenly "pop" from the end of the lead. It was determined to implant a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary #(B)(4): the full lead was returned, analyzed and the lead fixation extend/retract functionality was out of specification.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.